Event description:
It was reported that both the right and left ventricular leads had dislodged as there was no capture and high threshold on each lead. The leads were scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-52 implantable pacing lead (B)(6) 2013; addr01 implantable pulse generator (B)(6) 2013. (B)(4).